Event description:
New information received indicates that another instance of non-sustained rv oversensing due to post-paced t-wave oversensing was observed through remote transmission on a stored egm. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to post-paced t-wave oversensing was observed post biv pacing. Programming changes were made. The device remains implanted. The patient was doing fine afterwards.